Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a batt out limit alarm and a button error alarm on the insulin pump. Customer stated that he wore the pump on his shirt under his neck yesterday. Customer stated that the pump was secured under the belt of the seatbelt. Customer also stated that he may have caused the elongated button press. Customer's blood glucose level was 180 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. Operating currents was not tested due to faulty battery tube. No battery out limit alarms noted. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had minor scratches on lcd window, cracked case at display window corners, and cracked belt clip slot.